Manufacturer narrative:
Updated: b4, g4, h6.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 3300tfx21mm implanted in the aortic position underwent intervention for a valve-in-valve replacement after an implant duration of 8 years and 11 months due to high gradients caused by restricted motion of leaflet. As reported, leaflets were sclerotic and hypomobile. There was no evidence of intra or paravalvular regurgitation. A 20mm sapien3 valve was implanted within the surgical edwards valve. The patient was noted as to be hospitalized in stable condition after the procedure. During review of medical notes received, it was learnt that the patient received a permanent pacemaker soon after the implantation of the subject device [(B)(6)].